Event description:
Customer reported that their insulin pump battery was not charging, and the pump's screen would not turn on. There was no reported adverse impact to the customer's blood glucose level. The issue was resolved after some troubleshooting, but ultimately, customer technical support decided to replace the pump. The customer was advised to use multiple daily injections as backup therapy, instructed to put the pump into storage mode, and agreed to return the faulty pump using the provided pre-paid label.